Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after unpacking, the proximal part of the autotome was found to be kinked. Additionally, the cut wire was bent. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.